Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to corroded motor home switch also; moisture damaged was found on the electronic assembly and keypad traces. Unable to perform functional testing due to motor error alarm. The insulin pump was broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump was exposed to moisture after being exposed to beach water. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.